Event description:
It was reported that the right monitor on the 9900 system went blank during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.